Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that hcp was asking for MRI guidelines. Patient said the device is longer functioning and that it stopped working around 2005. It was reviewed that registration shows 2 devices implanted. Hcp said they only saw one device implanted from x-raying the patient and will investigate further as they are not sure which device the patient still has implanted or if they have 2 still. No patient symptoms or complications were reported in this event.